Manufacturer narrative:
The device was returned to bmc for investigation and customer complaints were confirmed. There is evidence that the air inlet part of the device and the filter have been burnt, and there is a large area of thermal damage on the external surface of the device. The circuit board and fan are normal and there is no thermal damage. The manufacturer believes that the thermal damage occurred due to an unknown external fire source near the air intake of the equipment and user abuse, rather than due to device failure. Based on the available information, the manufacturer concludes no further action is necessary. There was no patient harm or injury reported.

Event description:
(B)(6) received a complaint from a durable medical equipment provider that a bpap had burn marks on the side and back. No patient harm or injury was reported. The manufacturer has received the device and investigated.